Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the type of foreign material that remained on the device could not be identified. There were no obvious deviations from the instructions or use (IFU) identified; therefore, a definitive root cause could not be determined. The suggested event is detectable and preventable by handling the device in accordance with the following IFU. IFU states the detection method in the gif/cf/pcf-190 series operation manual, chapter 3, preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual, chapter 5, reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope exhibited difficulties to put the cleaning brush down the suction channel, debris may be stuck. The issue occurred during reprocessing. There were no reports of patient harm.